Event description:
It was reported that during a procedure, the trocar appeared to have a crack in the distal tip of the cannula, a piece of the cannula broke off. It was not determined if all the pieces were retrieved. There were no pt consequences. Unk how case was completed.

Manufacturer narrative:
Info anticipated, but unavailable at this time.